Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for two unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. (B)(4). Customer quality conducted an investigation of the returned device. Investigation selection- investigation site: (B)(4); selected flow: 5. Broken. Visual inspection: two broken va-locking screws were returned for investigation. One screw is broken twice; just below the screw head and appr. 5mm further down. The breakage of the other screw occurred below the screw head. Only one screw head was returned. The proximal part of the shaft thread presents damage, the thread flanks are flattened, which was most probably caused by the explantation instrument. The stardrive recess of the screw shows signs of use. Dimensional inspection: the relevant dimensions cannot be verified due to the damage incurred and due to missing part and lot number. Drawing/specification review: could not be performed due to missing lot information. Material review: the certificate of the raw material could not be reviewed due to missing lot information summary: the received condition of the screws are in concordance with the complaint description and the complaint condition is confirmed. The damage occurred is determined to be post production/acceptance criteria. Since the exact part and lot numbers are not known the present complaint cannot be further analyzed. A definitive root cause was unable to be determined with the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the two (2) unknown variable angle (va) locking screws were found broken during osteosynthese metallentfernung/osteo synthesis metal removal (osme) of variable angle locking compression (va-lcp) medial distal tibia plate which were originally implanted on (B)(6) 2017. It was noted that the va locking screws broke somewhere after implantation. The removal was a regular implant removal after healing of the fracture. It is unknown if there was a surgical delay. Patient and procedure outcome were unknown. Concomitant devices: variable angle (va) locking compression plate (lcp) medial distal tibial plate (part: 02.118.012s, lot: l388294, quantity 1), cortex screw (part: 02.200.036, lot: h079547, quantity: 1); variable angle (va) locking screws (part: unknown, lot: unknown, quantity: 5) . This report is for two (2) unknown locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Concomitant devices: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: variable angle (va) locking compression plate (lcp) medial distal tibial plate (part 02.118.012s, lot l388294, quantity 1), cortex screw (part 02.200.036, lot h079547, quantity 1); variable angle (va) locking screws (part unknown, lot unknown, quantity 3).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that all hardware was successfully removed.